Event description:
Information received by medtronic indicated that the insulin will flow but tubing only gave them drop of insulin. Customer's blood glucose level was 33 mg/dl. Customer's current blood glucose level was 56 mg/dl. Customer was treated manual injection and insulin pen. Troubleshoot was performed. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.